Event description:
It was reported that one day post implant, the right ventricular lead was dislodged after low r-waves and increased thresholds were found. A revision was attempted and the lead was repositioned numerous times until there was "problem with [helix] deployment". The lead was removed and was successfully replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, there was a tip seal observation, and the lead was stretched. The analyst also noted that the helix cannot extend and retract due to distal conductor distortion within the connector.